Event description:
Generator analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
The explanted generator was received into product analysis. No additional relevant information has been received to date.

Manufacturer narrative:
D10. Device available for evaluation? - correction - explanted generator was received and no included in supplemental #1 MDR. G3. Report source - correction - health professional was not included in supplemental #1 MDR. H3. Device available for evaluation? - device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy. H6. Evaluation codes - method - correction - code 10 was not included on supplemental #1 MDR.

Event description:
It was reported the patient was having multiple seizures and was taken via ambulance to the hospital. The generator battery was reported to be less than 10%. The patient was referred for replacement. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported the patient had a battery replacement occur. Per the physician, the patient's seizures are likely pseudo seizures due to stress of the patient worrying about their battery dying. No additional relevant information has been received to date.